Event description:
It was reported that the patient presented to the emergency room due to an impedance alert. High impedance readings and short interval counts (sics) were observed and the right ventricle (rv) lead was later confirmed to be fractured. The rv lead remains in use, however, a lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).